Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that the facility was reprocessing the scope using the medivators advantage plus. The scope is eto -sterilized before each use. The endoscopy manager reported that the detergent and solution used to clean the scope are enzymatic detergents - ruhof a triple plus, rapicide a & b and intercept¿ - medivators. The subject scope in this event was returned to the service center for evaluation. The customers complaint of distal end cap detached could not be determined. No issues with looseness or any other abnormalities that suggested the cap would fall off were noted. A portion of the adhesive on the forceps lever was noted to be missing. The scopes control knob movement was checked and found to have loose tension with play (ud) (ld). Dents were noted on the scopes plastic cover and hold ring. The bending section rubber glue was found cracked on the scope cover and insertion tube. The scope ID chip showed 48 total uses. A review of the instrument history confirmed this scope was returned on (B)(6) 2021 due to the distal end detaching. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that at the conclusion of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, while withdrawing the scope the distal end cap detached in the patients mouth. The cap was manually retrieved from the patient's mouth by the anesthesia technician. The intended procedure was completed with the same device. There was no patient injury reported. In addition, the customer also mentioned that the cap detached twice at the end of two other procedures in the last six months. Please reference patient ID (B)(6) (patient 1), (B)(6) (patient 2/maj-2315) and (B)(6) (patient 3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact root cause cannot be identified. However, it is likely the event was caused by one of the following: a) attachment steps of the distal cover by the user were deviated from the instructions for use (IFU), which caused the cover breakage when attached to the subject device. The device was used while the distal cover was broken, and the event occurred. B) the cover may have been broken by stress from attachment to the device or frictional stress from twisting, inserting or pulling in body. This event is thought to be preventable as IFU (operation manual) states as follows: ¿3.4 inspection of accessories: should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." "3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Olympus will continue to monitor field performance for this device.